Event description:
Implantation of taxus stent. Balloon could not be withdrawn from implanted stent leading to vessel dissection. After much manipulation balloon finally could be withdrawn.

Event description:
Add'l info rec'd from MFR 6/18/2004. Thorough exam reveals that MFR does not have any additional info that was not previously captured in the initial medical device report (FDA form 3500a) and/or the supplemental medical device report filed.